Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that impedance measurements were taken of the device and they were all normal. The cause of the intermittent dysfunction was not determined.

Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are: product ID: 7495-10, serial# (B)(4), product type: extension; product ID: 7495-10, serial# (B)(4), product type: extension. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a competent authority. It was stated that the extension was also explanted, and it was impossible to determine if the malfunction was caused by the extension or the ins.

Manufacturer narrative:
Product analysis - product ID# 37602: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Product analysis: product ID: 7495-10, the returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's ins would dysfunction intermittently. The patient's ins was explanted and replaced and the issue was resolved. There were no symptoms reported. No further complications were reported or anticipated.